Event description:
A healthcare professional reported that during surgery, an ophthalmic suture needles were found to be blunt. The procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report relates to one of two batch numbers identified from the same facility at the same case. This complaint is pertaining the one of four reports received from the same facility. Additional information was received stating that the scheduled procedure was penetrating keratoplasty. The scheduled procedure was for the left eye. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.